Event description:
On (B)(6) 2022, dr. (B)(6) reported that a patient who had received implantation of the encore system for tongue and hyoid suspension at a different institution was having a complication and wanted the device removed. On (B)(6) 2022, dr (B)(6) reported that the patient had not returned for follow-up. On (B)(6) 2022, a salesperson reported that dr. (B)(6) successfully removed the encore system. Based on the appearance of scar tissue around the implant, it appeared that the patient had an infection as a complication of the procedure.